Event description:
It was reported the customer had air bubbles in their reservoir. Customer stated the air bubbles were a quarter inch in length. Customer also reported several no delivery alarms on their insulin pump. The customer also reported experiencing a high blood glucose of 350 mg/dl. The customer stated they were feeling lethargic from their high blood glucose. Customer has treated with their blood glucose with the insulin pump. It was also found the customer did not have a bent cannula upon removal of their infusion set. Customer was advised their high blood glucose may be caused by the air bubbles. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.